Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm. The pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Pump was received with scratched case, case cracked behind the pump near the battery compartment, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube threads, end cap address label fading, partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had physical damage on the reservoir compartment lip. The customer¿s blood glucose level was unknown at the time of the incident. The customer was unsire how the damage occurred. Troubleshooting was completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Pump was received with critical pump error (open book image) alarm and pump error 35 alarm was found in the formatted history file due to moisture damage on the force sensor.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2017.